Manufacturer narrative:
E.1 initial reporter facility- (B)(6) university. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2017, and confirmed that this device was not previously returned for servicing and that there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred intermittently and caused the auxiliary drawer to not be detected on the bus. A field service engineer determined that the issue affected multiple drawers in the auxiliary unit and replaced the external pyxis bus cable between the main unit and the auxiliary, as the external pyxis bus cable had already been replaced. After service, the station returned to service temporarily and the customer confirmed that there were no drawer failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 1.2, 2.1, 3.1, and 6.2 had failed continuously and were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.